Manufacturer narrative:
The insulin pump had a blank display and constant tone due to moisture damage to the electronics. The functional testing could not be completed due to the blank display. Moisture damage was noted to the motor, vibrator, keypad and battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed auto off and that the buttons were unresponsive. The battery was replaced but the buttons still did not work. The blood glucose reading was 3.8 mmol/l. The insulin pump had been exposed to moisture. No button error alarm was noted. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The insulin pump will be replaced and returned for analysis.